Manufacturer narrative:
We have received an update on the outcome of this event. The broken part remains in the root canal. Treatment has not concluded and it will be necessary for a second procedure. The doctor will schedule further treatment. Any additional information received will be submitted as it becomes available. Investigation summary: involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1739897). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 4x broke during use. Outcome of this event is unknown as of this MDR and further information requested.